Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty cycler set malfunction or product deficiency caused or contributed to this event. Acinetobacter baumannii peritonitis is known to be caused by translocation of gi microflora. (Us national library of medicine, 2014) additionally, constipation is a well-documented risk factor for peritonitis in pd patients. Therefore, it is reasonable to associate the patient¿s peritonitis to transmural passage of bacteria from concomitant constipation, as reported by the pd nurse. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2019. Upon follow up with the patient¿s pd registered nurse (pdrn) it was reported that they initially observed the patient had low drain volumes and visited the clinic. The clinic had a pd culture taken at on (B)(6) 2019 and it tested positive for acinetobacter baumannii. The patient was treated on an outpatient basis with vancomycin and tobramycin intra-peritoneal (ip) initially then switched to ceftazidime ip. The nurse states the patient is recovering. (B)(6) stated the source of the patient¿s peritonitis was transmural passage of bacteria from constipation. Additionally, it was reported there were no fresenius device, product or drug related issue associated with the peritonitis event. The patient reportedly is continuing pd treatments without any issues. A sample was not returned to the manufacturer.